Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during nephrectomy robotic laparoscopic procedure, the jaws of the device did not lock on tissue. In order to complete the case, they had to change to new one. There was no patient injury.